Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was obtained. This record will be update if additional information becomes available.

Event description:
It was reported that this patient's communicator displayed a red call doctor icon, indicating that an alert had been generated by this implantable device that was not able to be uploaded to the remote monitoring system. Troubleshooting of the communicator connection issue was not successful. The patient was referred to their device following clinic for evaluation of the implanted device. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.